Manufacturer narrative:
Additional information received on 08/22/2016 indicated that the customer changed the type of insulin used to novolog and there have been no reported issues. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high and due to not knowing how much insulin to deliver via insulin injection to address the high bg, the customer's bg dropped to 40-46 mg/dl. The customer stated that the low bg was due to being frustrated with the occlusion alarms. Glucose tablets were consumed to address the low bg level. Tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to be within the tubing. While loading the new tubing, a 2 inch air bubble was noted. Another tube was successfully loaded. Reportedly, the customer had been using apidra insulin in the cartridge. The customer indicated that novolog insulin would be used when the pump supplies were changed out.